Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report# 1627487-2015-20677, reference MFR. Report# 1627487-2015-20678. It was reported the patient ((B)(6)) experienced ineffective stimulation along with burning sensation. Additionally, the patient stated x-rays confirmed the fracture on the lead. As a result, the patient underwent surgical intervention where the leads were explanted and replaced which resolved the issue. It is unknown which lead is associated with an allegation. Therefore, all the suspected devices are being reported. Also, the patient received two leads with lot # 4600307. Implant date of the concomitant device is unknown model 3799 (2) , scs ipg.